Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead replacement procedure (related manufacturer reference number: 1627487-2023-03797) the physician couldn¿t not remove the distal portion of the l1 fractured lead including the contacts sheared. Therefore, the lead was not pulled out completely and portions are still in the epidural space. Intervention is not planned to remove the lead portion.